Manufacturer narrative:
D9 - date returned to mfg - february 9, 2021. One used. List #142730490, plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in; lot #4737029, one used. List #unknown, trifuse add-on set with 2 spiros, bag spike, 3 clamps, dry spike adapter; lot #unknown were received for evaluation. The customer returned an image focusing on the tubing connection with the piercing pin, a circle indicates that the junction is the source of the complaint, however no issues are apparent from the image. As received, the set was separated at the aforementioned junction. The tubing od was measured and found to be within spec. The piercing pin socket was measured with a pin gauge and found to be within spec. The tubing end was examined and evidence of insufficient solvent bond was found. The complaint can be confirmed, the probable cause of the leakage and subsequent separation is due to insufficient solvent bond applied at the manufacturing site. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a plum burette set where leakage was found at tubing connection of convertible piercing pin when set up infusion for epirubicin. There was no patient involvement with no patient harm.